Event description:
Patient presented to the physician with significant pain at the ipg site and was unable to tolerate therapy. Physician brought the patient into the or, explanted the entire inspire system, implanted a new inspire system, and closed.